Manufacturer narrative:
Field/service findings: problem reported: "or 5 - 4n1 plate. Power button is on but the linkage is not working. Just needs to be serviced and replaced." Service performed: replaced 4n1 plate; post-service, system works as intended the pss troubleshot the signal path and found the surgeon headset machine's dvi port to be faulty. The issue followed the headset machine to another room, while a signal generator on the 4n1 plate produced a stable image, indicating the 4n1 plate was not the source of the intermittent image. As an interim workaround, the pss instructed hospital staff to use the hdmi port on the third-party headset machine, which stabilized the image. Third-party device involved: sunoptic headset machine; hospital staff was notified regarding their third party device issue. After the wall plate replacement, the system passed service quality check and was functional. Since the root cause is a third-party device for which karl storz is not the legal manufacturer, further internal risk analysis on that device is not applicable; karl storz lacks visibility into the third-party's technical documentation and risk management files. Due to the reasons stated above, further risk analysis is not required. This event is filed under internal complaint (B)(4).

Event description:
There was a delay of 30-60 minutes. The device was not in use. The delay occurred because, when the sunoptic machine (surgeon headset) was plugged into the 4-in-1 plate, the image displayed incorrectly. The delay occurred because we had to rely on backup monitors. We ended up using two secondary monitors and connected them via dvi, from the dvi out on one to the dvi in on the other, to get an image.

Manufacturer narrative:
The device will not be forwarded to the manufacturing site for investigation. Rather, we will send our service tech to evaluate the device in the field. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This product is manufactured at karl storz endoscopy america, 13803 n promenade blvd, stafford, tx 77477; however, it is designed in germany. Therefore, an importer is not required for this event. This event is filed under internal complaint ID (B)(4).